Event description:
This male has calcific aortic stenosis and severe left ventricular systolic dysfunction. Previous echocardiography and cardiac catheterization yielded conflicting estimates of the severity of aortic stenosis. He was referred for repeat cardiac catheterization, to include dobutamine stimulation to determine survival probability if aortic valve replacement is attempted. The mckesson horizon cardiology hemodynamic monitoring and recording system failed to allow thermodilution measurement of cardiac output, data crucial for assessment of aortic stenosis and response to dobutamine. The thermodilution catheter was changed, the problem persisted. The connecting cable was changed, the problem persisted. The pt was transferred to another room, the problem persisted. A third thermodilution catheter was employed, without benefit. Failure of the cardiac output measurement function in the mckesson system has been intermittent but recurrent since this system was installed. Company technicians witnessed one such event, and company executives have been informed of the problem, yet it has not been resolved. This study was incomplete, prolonged and exposed the pt to hazards as a result of equipment malfunction. The clinical question remains unanswered, dobutamine stress echocardiography will be performed for left ventricular systolic contraction responsiveness, but cardiac output data will not be available.